Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 90% stenosed lesion being treated was located in the calcified, extremely tortuous right coronary artery (rca) from distal to atrioventricular (av) node artery. After plain old balloon angioplasty (poba), the physician tried to place the 2.75x28 mm taxus express2 drug eluting stent, but it was unable to cross the lesion because it caught on the curve of the proximal rca. The physician withdrew the stent delivery system, resistance was felt and it was difficult to withdraw. After withdrawing, the physician noticed the stent had dislodged in the proximal rca. The stent was withdrawn with snare. The procedure was completed with another device (unk manufacturer). No additional pt complications were reported. Pt status reported as "good."

Manufacturer narrative:
.